Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shock was noted when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The device was reprogrammed. Additional information noted that the patient received another inappropriate shocks due to a change in signal morphology, thus defibrillator was turned off. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the case and confirmed ten inappropriate shocks delivered, in additional to an untreated episode in which the change in morphology was not sustained enough. Ts discussed that the case will be sent to engineering for further review but in the meantime discussed troubleshooting if a follow would be scheduled with the patient. Additional information noted that the system was explanted. No additional adverse patient effects were reported. The system will not be returned as the physician believed analysis was not needed for this case.